Manufacturer narrative:
The customer's report was observed by a zoll approved service provider. The device was not returned to zoll medical for evalution. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be peformed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The customer received a replacement device. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted as this product does not meet zoll's reportability requirements of being distributed in the united states.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device obtained an incorrect ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.